Manufacturer narrative:
(B)(4). B4: date of this report - additional information b5: event or problem description - additional information, correction d4: additional device information - model, catalog, serial, lot, and unique identifier (UDI) numbers - correction d10: device availability - additional information h2: additional information, device evaluation, correction h3: device evaluated, evaluation summary attached h6: event problem and evaluation codes - additional information, corrections h10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required. Subsequent to the initial MDR, additional information became available: the product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the share log was performed and the allegation was confirmed. The probable cause was determined to be a transmitter failed error.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown error "session has ended I have a new transmitter" occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of an unknown error "session has ended I have a new transmitter" is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.